Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, upon pressing the power button of the video laryngoscope, the screen had green and yellow lines going across, and it was a failure out of the box. Power cycle was done, and the screen became black. Subsequent testing of the device showed a blue screen with the battery timer in the bottom right corner with no video display. The battery has been change multiple times with known working device-specific batteries and still showed the blue screen. Terminals and camera lens have been cleaned with no success. There was no patient involvement.